Manufacturer narrative:
The device was received for evaluation. A review of the event history log was performed, and it revealed that multiple downstream occlusion alarms had occurred. Functional testing was performed which included flow rate accuracy testing, and there were not issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Downstream occlusion alarms were observed in the event history log; however, it could not be determined if they were false alarms. The cause of the condition was undetermined. Full release testing will be performed to ensure intended functionality of device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a false downstream occlusion error which occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.